Event description:
Medwatch report rec'd from user facility on 6/3/98 states: "pt receives no heparin during dialysis, smooth metal clamp was placed on the heparin line of the arterial line. Clamp was placed approx 4 inches where heparin line connects to arterial line and was hanging free. Toward the end of the pt 4 hour treatment, it was discovered that blood was leaking from a small hole app. 1/2 between the clamp and where the heparin line connected to the arterial line. It was reported that the line looked stretched. When a second clamp was placed near the hole, the line broke off. Pt lost app. 50-100cc of blood."